Event description:
Site emailed mnav rep that the apt driver was "stripped" and "slipping." The surgeon stated as he was using the pedicle probe in some very hard bone he noticed it was not turning to allow the awl to pass through the bone. Rep asked if the probe was inserted all the way. The surgeon replied that it was seated all the way. The apt was not used for the remainder of the case but navigation was used to complete the surgery. No impact on pt outcome reported.

Manufacturer narrative:
Site has not replaced the apt as they are borrowing one from sister hospital. They are aware that it doesn't work but are waiting for funding from hospital. No impact on pt outcome reported.